Event description:
Customer reported the smartsite valve was difficult to remove from the bard PICC catheter, and during an attempt to remove it, the catheter was damaged. Consequently, the patient's PICC line needed to be replaced. Patient was receiving tpn over 12 hours, nightly. The customer reported bard site-scrub ipa devices are used on the luer connectors and the isopropyl alcohol may not have dried completely prior to attaching the smartsite valve. No further patient/even information is available.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included. This report was filed by the MFR. Event facility: (B)(6). The product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is complete.